Manufacturer narrative:
Note: lake region lot number 01422609 which is cordis lot number 01422609 per lake region report (B)(4): lake region medical did review the device history records relative to the manufacturing, inspecting and packaging of lot 01422609. The device history record review also included a review of the certificate of conformance received from (B)(4), along with lake region medical's internal receiving inspection records for the stents issued to the complaint lot. This packaging lot contained 150 units, which were shipped from lake region medical on may 21, 2010. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
It was reported via the (B)(4) study that left side branch retinal artery occlusion developed eight hours post enterprise vrd assisted coil embolization of an unruptured left middle cerebral artery (mca) aneurysm. It was reported that there was no treatment and remission was confirmed approximately eight weeks later. The physician reported that it is unknown if there was any causality with the procedure. The occlusion was in proximal to the target lesion though at the same side (left side) of the target lesion and the symptom appeared 8 hours after the procedure. After the stent and coiling procedure was completed, the vessel and stented area was patent. The enterprise was fully expanded and opposed to the vessel wall after initial placement. Angiograms were performed during the event that showed that the enterprise was fully expanded, opposed to the vessel wall and in a stable position as compared to position after placement, and the follow-up angiogram did not show any factors with the device or vessel that may have contributed to the event. There was no indication of any conditions causing hypercoagulable state. Medication given prior to the procedure consisted of aspirin and plavix, intra and post procedure heparin were given. The act pre-procedure was 129sec and post-procedure was 278 sec. The vessel diameter proximally was 2.6mm and distally was 2.5mm. The current patient condition is stable. No further information is available. The stent remains implanted and, therefore, is not available for analysis. Lake region medical reviewed the device history records relative to the manufacturing, inspecting and packaging of lot 01422609. The device history record review also included a review of the certificate of conformance received from (B)(4), along with lake region medical's internal receiving inspection records for the stents issued to the complaint lot. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. Side branch occlusion is a known potential adverse event associated with interventional neurovascular procedure and use of the enterprise vrd as outlined in the instructions for use. Patient, vessel and procedural factors may have contributed to the event. Based on the available information, the location of the occlusion as related to the enterprise, and as reported, the relationship of the reported event to the enterprise vrd and procedure cannot be determined. However, with review of the information and the device history records there is no indication of any device performance or manufacturing issues related to the event. Therefore, no corrective actions will be taken at this time.

Manufacturer narrative:
It was reported via the (B)(6) study that left side branch retinal artery occlusion developed eight hours post enterprise vrd assisted coil embolization of an unruptured left middle cerebral artery (mca) aneurysm. Additional updated information reported the event as a stroke. It was reported that there was no treatment and initially reported that remission was confirmed approximately eight weeks later. Updated information reported the event was ongoing/improved. The physician reported that it is unknown if there was any causality with the procedure; the relationship of the event to the procedure was unknown, and to the enterprise was unrelated. The occlusion was proximal to the target lesion though at the same side (left side) of the target lesion and the symptom appeared 8 hours after the procedure. After the stent and coiling procedure was completed, the vessel and stented area was patent. The enterprise was fully expanded and opposed to the vessel wall after initial placement. Angiograms were performed during the event that showed that the enterprise was fully expanded, opposed to the vessel wall and in a stable position as compared to position after placement, and the follow-up angiogram did not show any factors with the device or vessel that may have contributed to the event. There was no indication of any conditions causing hypercoagulable state. Medication given prior to the procedure consisted of aspirin and plavix, intra and post procedure heparin were given. The act pre-procedure was 129sec and post-procedure was 278 sec. The vessel diameter proximally was 2.6mm and distally was 2.5mm. The current patient condition is stable. No further information is available. The stent remains implanted and therefore is not available for analysis. Lake region medical reviewed the device history records relative to the manufacturing, inspecting and packaging of lot 01422609. The device history record review also included a review of the certificate of conformance received from specialty coatings systems and nitinol devices and components, along with lake region medical's internal receiving inspection records for the stents issued to the complaint lot. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. Stroke and vessel/side branch occlusion is a known potential adverse event associated with interventional neurovascular procedure and use of the enterprise vrd as outlined in the instructions for use. Patient, vessel and procedural factors may have contributed to the event. Based on the available information, the location of the occlusion as related to the enterprise, and as reported, the relationship of the reported event to the enterprise vrd and procedure cannot be determined. However, with review of the information and the device history records there is no indication of any device performance or manufacturing issues related to the event. Therefore, no corrective actions will be taken at this time.

Manufacturer narrative:
Additional information will be submitted within 30 days of receipt.

Event description:
The complaint from clinical study (B)(6) indicated that the procedure was coil embolization assisted with the enterprise vrd ((B)(4)) for an unruptured aneurysm in the middle cerebral artery, and the following day (eight hours) after the procedure, the patient developed left sided branch retinal artery occlusion. Any treatment was not provided. Remission was confirmed approximately a month and half after the event. The physician's commented that it was unknown if there was any causality with the procedure. The occlusion was in proximal to the target lesion though at the same side (left side) of the target lesion and the symptom appeared 8 hours after the procedure. After the stent and coiling procedure was completed, the vessel and stented area was patent. The enterprise was fully expanded and opposed to the vessel wall after initial placement. Angiograms were performed during the event that showed that the enterprise was fully expanded, opposed to the vessel wall and in a stable position as compared to position after placement, and the follow-up angiogram did not showed any factors with the device or vessel that may have contributed to the event. There was no indication of any conditions causing hypercoagulable state. Medication given prior to the procedure consisted of aspirin and plavix, intra and post procedure heparin. The act pre-procedure was 129sec and post-procedure was 278 sec. The vessel diameter proximally was 2.6mm and distally was 2.5mm. The current patient condition is stable. No further information was available.